Event description:
On (B)(6) 2011, a spectra penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced, due to infection. No pt complications reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow-up report will be sent.